Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 alarm was reproduced. A review of the event history log revealed system error 345 alarm messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an at factory room temperature the upstream and downstream thermistor reading was 37.0 and 6549.9 respectively. Both sensor thermistor readings were out of range. The ultrasonic and force sensors will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.